Event description:
It was reported that the procedure was treating a lesion in the right coronary artery. During use of the 3.5x8mm nc trek balloon dilatation catheter (bdc), the balloon did not inflate. Several attempts were made to inflate the balloon with no success. Another bdc was then used. It was then noted that there appears to have been a leak in the trek where the hypotube meets the shaft and that the patient received some air in the coronary. The patient fainted and went into cardiac arrest. Adrenaline was given and a cardiopulmonary resuscitation (CPR) performed. The patient recovered. There was a clinically significant delay. No additional information was provided

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft leak was confirmed. The reported inflation issue could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty or shaft leak reported from this lot. The reported patient effect of embolism, as listed in the nc trek rx, global, instructions for use (IFU), is a known patient effect that may be associated with the use of a balloon dilatation catheter in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.